Event description:
Foley catheter "tested postiive for e. Coli".

Manufacturer narrative:
It was reported that the foley catheter had "pink gunk in it after insertion". It was reported that this was a new foley that got inserted into a patient and immediately removed and "tested positive for e. Coli". The patient developed a fever and a uti. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.